Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 20-oct-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 30-jun-2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their deep brain stimulation (dbs) system explanted on jan-8th due to infection behind the ear. They do not know when the patient noticed the infection. The rep was sent implant manual for the extension and lead wires to allow allergist to test for components that may cause reaction from patient.